Event description:
The user reported that the device was placed on (B)(6) 2012 as part of a mini chest tube procedure to treat a pneumothorax. After several days in the intensive care unit with no improvement the physician performed an x-ray on the pt on (B)(6) 2012. The x-ray revealed that the catheter had migrated. Upon removal of the superficial dressing the physician discovered that the hub of the device had separated from the catheter. The hub was found on the outside of the skin approximately 1 inch from the superficial opening. A general surgeon was called in to perform a cut down procedure to remove the catheter. After the cut down was performed the pt developed elevated blood pressure and a larger chest tube was inserted. The pt was sent back to the intensive care unit for monitoring. The user did not provide a lot number.

Manufacturer narrative:
The evaluation has not been completed. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.